Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being sent following an internal audit.

Event description:
It was reported that during implanted impedances were >40,000 ohms. An open circuit with the lead was suspected. Yes only briefly during operation, it was never percutaneously implanted. A new lead was placed. The patient recovered without sequela.